Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the data was missing from the pump history. Reportedly, upon turning the pump back on, all of the previous history was missing. There was no reported impact to the customer's blood glucose level. Reportedly, the customer had alternate method of insulin delivery available for diabetes management.